Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
The customer reported a pneumothorax on (B)(6) 2020, after the third case. It was a small right apical pneumothorax. Olympus needle and auris forceps were used along with fluoroscopy. The location of the target was the right upper lobe. A small pleural catheter was used and lung was expanded. No faults occurred during the treatment and patient¿s condition was stable. The case was completed and a malignant diagnosis confirmed.